Event description:
The customer reported loss of cuff pressure associated with the user of the taperguard evac endotracheal tube. Tube was inserted within the past 2 days. This has necessitated instillation of air into the cuff frequently and the risk of aspiration is greatly increased. On examination of the tube and comparing the et tube with a regular tube we noted that in order to obtain an exact seal it necessitated the introduction of the et tube to the level of 25 cms at the lip. We typically insert to 21/22 cms at the level of the lip. The customer reported "the first et tube was inserted and was replaced with second et tube when problem was encountered. A problem wa encountered with this one also a competitor's product was then used."

Manufacturer narrative:
(B)(4). The sample is currently in transit to the manufacturing site for analysis.